Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted during a new implantable cardioverter defibrillator (ICD) procedure. A j-shaped stylet was used to implant the lead in the atrial appendage. A clip was attached and rotated to extend the helix; however, the helix was not able to fully extend after 30 turns. The helix eventually was extended, but the lead dislodged and the helix was retracted. When the lead was repositioned, the helix was then not able to extend at all. A new lead of the same model was used to complete the procedure.